Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device had multiple drawer failures, preventing user from removing the required medications and causing delays.As per part investigation, it was determined that the reported multiple drawer failures were caused by damage to the PyxisBus cable, where exposed copper wires shorted against the drawer back panel, resulting in thermal damage and compromised drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Identifier (UDI).PART ANALYSIS:The reported condition of ¿Multiple drawer failures in TCU-2 pyxis¿ was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the FSE according to WO (b)(4). The report states that exposed wire was detected touching metal on the Pyxibus cable, so it was replaced. The FSE then replaced the Ethernet cable, leaving the station with no issues. During DCHU Visual Inspection:P/N 120547-01: A detailed examination under a microscope was performed and detected black marks and copper wire exposure, indicative of thermal damage from shorting.During DCHU Testing: P/N 120547-01: Testing was not required due to thermal damage and exposed copper wires observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint is the friction on the cable shielding which exposed the copper wires and shorted against the back panel of a drawer. This damage led to the observed thermal damage that compromised the drawer¿s functionality.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 07-FEB-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MULTIPLE DRAWERS WERE FAILED. A FIELD SERVICE ENGINEER (FSE) DISCOVERED EXPOSED WIRE TOUCHING METAL ON PYXIBUS CABLE. THE FSE REPLACED THE CABLE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE HAD MULTIPLE DRAWER FAILURES, PREVENTING USER FROM REMOVING THE REQUIRED MEDICATIONS AND CAUSING DELAYS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A BD PYXIS¿ MEDSTATION¿ ES DEVICE HAD MULTIPLE DRAWER FAILURES, PREVENTING USER FROM REMOVING THE REQUIRED MEDICATIONS AND CAUSING DELAYS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.